Event description:
It was reported that the external pulse generator stopped pacing for a few seconds. The generator was replaced and was sent back for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the two side bail covers were broken, the battery contacts were compressed, and the keyboard pad was cosmetically scratched.